Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was not reproduced, and a root cause could not be identified. No further information could be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation of video image dark was not confirmed. The device evaluation revealed that the reported issues could not be replicated. The olympus technician spoke on the phone with the end user who then instructed the olympus technician to return the device back if no issues were being detected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer that their hd autoclavable camera head had a dark video image. There were no reports of patient or user harm associated with this event.